Manufacturer narrative:
The investigation has been completed. The console (B)(6) was sent back for further investigation. When console was booted for the first time in danvers, console alarms are consistent with what was seen in the field. The battery failure alarm was due to a defective battery 2 (decline of individual cell voltage). The root cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller experienced a battery failure red alarm. No patient was involved.